Manufacturer narrative:
Reference medwatch 2032227-2014-57894 and 2032227-2014-57965 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 594 mg/dl. The customer received lost sensor and weak sensor alarms. The insulin pump was not communicating with the transmitter. He treated his high blood glucose level with the insulin pump. While troubleshooting a no delivery alarm was found in the alarm history. The customer also reported that he was hospitalized on (B)(6) 2013 because of his low blood glucose level of 59 mg/dl. The product was not returned. Nothing further to report.